Manufacturer narrative:
Bci field service engineer (fse) found two torn peri-pump tubings. Fse replaced leaking tubing and verified system performance to published specifications. Root cause is associated with hardware.

Event description:
A customer reported to beckman coulter inc. (Bci) a leak located in the bottom left area (fluids tray) of the unicel dxi 800 access immunoassay system. Customer stated that there was no exposure to the leaking fluids. No injuries were reported by the customer.